Event description:
It was reported that after completing a lead trial, it was confirmed that the spinal cord stimulator (scs) patients lead exhibited high impedances the day before the implantable pulse generator (ipg) implant procedure. During the ipg implant procedure, the lead also exhibited high impedances, even after being wiped with gauze and reinserted into the ipg port. The ipg implant procedure was completed successfully and the patient was doing well postoperatively. The impedances were checked again after the procedure and the lead still exhibited high impedances. The physician noted that one of the leads was slightly kinked, suggesting the possibility of a lead conductor fracture.